Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. The insulin pump was tested with a good battery cap. The insulin pump was also received with normal operating currents. No blank display during testing. No damage found on the lcd isolation tape noted during testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 298 mg/dl at the time of incident. The customer stated that the insulin pump was bumped. The customer stated that they ran into the wall and the buttons were scratched. The customer stated that they were using the recommended battery. The customer stated that the battery compartment and spring were neither damaged nor corroded. The customer stated that the battery cap was neither damaged nor missing. The customer stated that they changed the battery but the insulin pump will not power up. The customer performed troubleshooting for the battery cap but the display did not return. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.